Event description:
An international distributor reported their customer's battery pack was depleted. When tested with a spare battery pack, the AED power on. The customer did not report this occurring during patient use.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer was performing excessive self-testing of the AED which reduced the previous battery's life expectancy. Troubleshooting of the AED with the customer identified that once the new battery was install and a manual self test run the AED was functioning as designed. As a follow up with the customer, the proper maintenance of this device was reviewed.